Event description:
Customer reported that the pt file was not saved correctly when ending the exam. The investigation revealed that images are not acquired during the study.

Manufacturer narrative:
When pt name, pt ID, pt date of birth, and the pt gender match, the system works as expected. In case of the pt's name having a difference in upper/lower case from the original generation of this pt, the sw is not correctly accounting for this difference. The system sees this as two pts with 3 or 4 identifiers matching, and does not allow the capture of clips/images. This will be resolved via software release.

Manufacturer narrative:
(B)(4). The device referenced in this report was not returned to siemens for evaluation; however, the system log files were captured and reviewed. It was found that the software was not storing images due to "check-in" failures. When submitting patient information identical to an existing patient, except for case differences in the patient name, a software bug will not allow storing of images. The image storing issue was resolved in software updates va35e (released 7 october 2015), vb10d (released 10 june 2016), and vb20a (released 17 april 2017).

Event description:
It was reported that during a stress echocardiogram, the ultrasound system experienced a "check-in" error; however, the user was able to manually register the patient as the ultrasound system seemed to work fine. After the procedure was completed, it was found that the exam records were missing. There was no patient adverse event reported. No additional information was provided.